Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that the patient bent over and felt a severe pain in her abdomen where pump was located. It was not confirmed at that time that the pump had flipped. It was later reported that it was unknown if the event was attributed to the devices. The pump and catheter were explanted. The drug in the pump was unknown. Per this reporter, "catheter wound around pump and in pump pocket". There were no other signs/symptoms. Final outcome was "no injury".